Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm followed by a system alarm occurred with a clear fluid leak observed during a routine hemodialysis treatment. Rinseback was not completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood in a timely manner as instructed in the user's guide. Eval of the returned cartridge confirmed a dialysate leak at the balance chamber of the cartridge. The exact cause of the leak is under investigation. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes, leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck pt vascular access and all fluid lines, connections and clamps. Secure the blood access device to the pt. Visually inspect the sys periodically for evidence of leaks. Terminate treatment if leak can not be resolved." A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator specifically to rinseback in a timely manner. Nxstage medical considers this report closed. No add'l info will be provided.